Event description:
A remedial action has been initiated to notify the customer and remove affected product from the field. Abbott point of care inc (apoc) has determined that lots of I-stat ctni cartridges beginning with letter "t" may exhibit a higher than expected variability in reported results. All other ctni lots are unaffected by this issue. This increased variability may result in falsely elevated or falsely depressed results. This action is being conducted in cooperation with the u.s. Food and drug administration and health (B)(6).

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.